Manufacturer narrative:
H.6. Investigation summary: bd received 2 photos from the customer in support of this complaint. The photos were evaluated and show pbbcs devices in their packaging, but do not show the reported failure mode. Additionally, 30 retention samples from the bd inventory were subjected to functional testing for male-female luer separation and, all samples passed testing with no issues relating to difficult/ unable to operate. Bd is unable to confirm the customer¿s reported failure modes of difficult to operate and needle stick after use based on customer photo analysis and the retain sample analysis testing. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd was unable to determine a root cause for the reported issue.

Event description:
It was reported that during use with bd vacutainer® push button blood collection set the tube is tight inside the holder and needle stick injuries are occurring. There was no reported medical intervention. The following information was provided by the initial reporter: "we ... Have received reports of increased injuries from sterile butterfly needles. After discussing with staff, the issue seems to lie in the fact the current supply of butterfly needles has the transfer needle (with rubber covering) attached to the butterfly without the tube guard and the transfer device (blue) also has a rubber covered transfer needle. The transfer needle cannot be removed from the transfer device, so staff have to remove the needle from the butterfly needle. This connection is rather tight, so staff are having a hard time removing it safely."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type/name is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® push button blood collection set the tube is tight inside the holder and needle stick injuries are occurring. There was no reported medical intervention. The following information was provided by the initial reporter: "we have received reports of increased injuries from sterile butterfly needles. After discussing with staff, the issue seems to lie in the fact the current supply of butterfly needles has the transfer needle (with rubber covering) attached to the butterfly without the tube guard and the transfer device (blue) also has a rubber covered transfer needle. The transfer needle cannot be removed from the transfer device, so staff have to remove the needle from the butterfly needle. This connection is rather tight, so staff are having a hard time removing it safely."